Event description:
It was reported the ultimum introducer dilator tip detached during insertion into the femoral artery. Surgical intervention was required to remove the tip of the dilator from the femoral artery.